Event description:
Boston scientific received information that one day post implant this lead exhibited poor p-waves and poor thresholds a lead x-ray confirmed that this lead had dislodged. The lead was explanted and replaced.